Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 12mm in length, concentric target lesion was located in the non-tortuous, non-calcified, and 3.5mm in diameter left anterior descending artery. A 12x3.00 omega stent was advanced to treat the lesion. However, prior to full deployment, the stent came off the stent delivery system inside the aorta. All devices were removed and the stent came together with the kinetix guidewire. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.